Event description:
Related manufacturer report number: 2017865-2023-40631it was reported that the patient presented for a full system extraction. The right atrial (ra) lead had a history of noise and the right ventricular (rv) lead had high capture thresholds. The ra and rv lead were explanted and replaced. The patient's generator and old capped rv lead for which there were no existing complaints were also removed. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a partial lead was returned in four portions for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual analysis found two external insulation abrasions breaching the optim sheath only distal to the suture sleeve tie impressions which is consistent with abrasion caused by friction to another device or patient anatomy. The silicone insulation in these regions were not abraded. All other damages found are consistent with procedural damage.